Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose values around 187¿190 mg/dl, observed via the caregiver¿s monitoring app, after the user likely consumed a meal and may have attempted an additional bolus due to memory issues. Symptoms included hyperglycemia with no reported clinical manifestations. Outcomes included no change in activities of daily living and no medical intervention or hospitalization. Investigation included complaint history review, device history review, review of reported events, and user education on safe use and dosing awareness. Investigation of this case revealed that glucose values were trending downward during the call and that user behavior related to potential duplicate bolusing and meal intake could have contributed to the elevated readings. It was concluded that the device functioned as designed and that user-related factors were the likely cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.